Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of 03/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2015 with the following findings: the black box showed a call service (cs012-0095) alarm leading to cancel a bolus delivery on 11/05/2014. An ez-prime sequence was performed correctly and boluses were delivered correctly with no ¿cs012¿ alarm or any other errors, alarms or warnings during the investigation. The original complaint could not be duplicated and the product performed within specification. The pump¿s cover was removed and there was no intermittent condition found internally. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad, returned battery cap and cartridge cap were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).